Event description:
It was reported that the patient experienced six events in which infusion set fell off during use from (b)(6)2026 which led to hyperglycemia. The infusion set had been in use for less than one day. The event was managed by changing infusion set and correction bolus via pump.

Manufacturer narrative:
MDR (b)(4) / Initial 1 of 6Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380